Event description:
It was reported that pump displayed malfunction alarm malf 16, and customer¿s blood glucose became high, although specific blood glucose value was not known and only read as ¿high¿ on the display. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer gave correction insulin by injection using multiple daily injections and planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed warranty and shipping details, provided instructions for storage mode and pump return, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement pump.